Event description:
It was reported that the cot collapsed with a patient. It was reported that an adverse event took place, however further information was not provided.

Event description:
It was reported that the cot collapsed with a patient. It was reported that an adverse event took place, however further information was not provided.

Manufacturer narrative:
After completion of the investigation, it was reported by the customer that after having the device evaluated no faults were found with the device. A likely cause as to why the cot had dropped may have been due to operator error. The customer reported that they would follow up with the emts regarding proper use.